Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 with a blood glucose level of blood glucose of 44 mg/dl. Customer was having severe hypoglycemia and they could not get her blood glucose levels to go up. The customer experienced symptoms such as blurry vision, slurred speech, seeing dots, cold sweats, and shaky. The customer was treated with dextrose shot. The customer stated that their drive support cap was crooked. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement accuracy test. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratched display window, cracked reservoir tube. The insulin pump was returned without the original belt clip, unable to verify damage to the belt clip. No damage noted on the belt clip slot.